Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
A pinhole leak was noted upon inflation of balloon after the device passed through a previously-deployed stent. Excessive force was not used during delivery. The inflation pressure applied was 4 atms when the leak was noted. The procedure was completed by using a 8/40 fortrex balloon. No injury to patient occurred. The evercross device was received and investigated on march 21, 2016. The report of a pinhole leak was confirmed. A pinhole to the balloon during functional testing was identified. The root cause could not be determined, however it was reported the pinhole leak was identified after passage through a stent. The instructions for use includes the following: "caution: do not retract the balloon catheter after stent post-dilatation unless the balloon is free and fully deflated under vacuum."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.